Manufacturer narrative:
This report is being supplemented to provide the manufacturing date and report source country code. Please refer to section h4 - manufacturing date and section e1 -country code for the information.

Event description:
No information received from the customer.

Event description:
The customer reported " the tip has a crack " involving an endoscope resection sheath device. The issue was found during an unknown event. There was no patient harm, no injury reported in this reported event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional relevant information becomes available.